Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.

Event description:
It was reported that a cmc-1 total joint implant dislocated dorsally following a neck twist. The surgeon reported that the cup and stem components had not loosened.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: h6. Retrieval analysis confirmed the good state of the prosthesis. No manufacturing defect, dimensional non-conformance, or material deviation was identified as part of the investigation. The most probable root cause is a rotation of the neck component resulting from a deviation from the surgical technique.